Event description:
The patient presented in clinic after experiencing a vibratory alert and fatigue. Upon interrogation, the device was found to be in back up mode. Technical support was contacted and noted the back up mode was due to event queue overflow. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.